Event description:
It was reported that the patients lead had high impedances. The patient underwent a revision procedure wherein the lead and extension were replaced. The patient was doing well postoperatively. All explanted device components were discarded by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(4). Batch: 2000010032.